Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the users arm.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor was successfully removed during another removal attempt on (B)(6) 2022. User is currently inserted with another sensor and is using the system with up to date information. No further resolution was found necessary for this complaint. D6b: explanted date updated to (B)(6) 2022.